Event description:
In the or, patient having laparoscopic surgery, defective needle holder

Event description:
Customer reportedly received results of 287 mg/dl and 97 mg/dl within 10 minutes on the aviva system. Customer states he had honey on his hands when he tested 287 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.